Event description:
Procedure type: jaw schisis with bone transplant. According to the reporter: the needle detached from the suture. The needle was lost in the nose cavity of the patient. Preoperatively, fiber scopy and x-ray was performed, but the needle could not be found. In addition, the needle found post-operatively with CT of the neck, thoracic cavity and abdomen. Control for the pharyngeal pack and suction was performed and no needle was found. The operation took at least one hour longer, because of this incident.